Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Mw5095790.

Event description:
As reported via medwatch report, during an unknown procedure, a micropuncture transitionless stiffened cannula access set's catheter separated at the tip. As the catheter was inserted into the left femoral artery via a percutaneous approach, the user noted that the tip was missing. A cut-down procedure of the left groin was performed and the tip of the catheter was retrieved. The case was then continued as planned. Customer contact information is not available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported via medwatch report, during an unknown procedure, a micropuncture transitionless stiffened cannula access set's catheter separated at the tip. As the catheter was inserted into the left femoral artery via a percutaneous approach, the user noted that the tip was missing. A cut-down procedure of the left groin was performed and the tip of the catheter was retrieved. The case was then continued as planned. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, documentation, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precautions -this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." A CAPA was previously opened in response to a high number of complaints associated with this failure mode. The CAPA was closed at the root cause phase. Risk benefit analyses were performed for rpns in scope of the CAPA. The rbas concluded that the benefits of using the device outweigh the risks. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. While a definitive cause for this failure could not be determined, possible causes for this failure include patient anatomy and/or procedural issues. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.